Event description:
It was reported that a detached needle occurred.

Manufacturer narrative:
(B)(4). H6 - adverse event problem: device code - correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.